Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the patient had a lack of relief from back pain. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a2, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a trial patient with an external neurostimulator (ens). It was reported the identify device diagnosis was lead migration/dislodgment and the identify clinical diagnosis was lead migration. It was noted the event resolved without sequelae on (B)(6) 2017. It was noted the patient was reprogrammed on (B)(6) 2017. It was noted there was bilateral lead migration down by a ½ a vertebral body on (B)(6). It was noted the event was related to the device or therapy and was not related to the implant procedure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a2, serial# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).